Event description:
It was reported, the pt was experiencing pain at her ipg pocket site and was having difficulty charging due to the ipg location. The physician explanted the ipg and implanted a new ipg in a different location. It was reported the pt has good stimulation postoperative.

Manufacturer narrative:
This ipg serial number was included in field advisories. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.